Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 4.0 cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the aus device was explanted due to malfunction. The patient's status was reported as "good" following the surgery.